Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (suspend) issue. Troubleshooting did no indicate any use error of the suspend feature and no associated alarms were identified. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: review of black box data showed 23 suspends with all suspends resumed by the user within three minutes. All the keypad buttons responded and springed back. No hypersensitive or stuck keys were found. The complaint of pump suspending without keypad presses was unable to be duplicated.